Event description:
It was reported the pt had an infection at the ipg pocket site. In addition, the ipg was exposed though the skin. The pt underwent surgical intervention to explant the entire scs system. The pt has been put on antibiotics. Follow-up identified the pt is improving. The explanted products have been retained by the facility.

Manufacturer narrative:
Evaluation method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.